Manufacturer narrative:
Due to the sensor being inserted deeper than intended, the user was advised to consult their hcp for sensor replacement. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user's sensor is believed to have been inserted deeper than intended, causing sensor disconnections with minimal movement.